Event description:
It was reported by service report that the head left side rails are completely broken and it is laying all the way down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail damaged.